Manufacturer narrative:
(B)(4). Concomitant medical products: brand name :biomet ilok pri tib tray 75mm catalog # 141214 lot #747070, brand name :vanguard cr ilok fem-lt 70 catalog # 183032 lot # j3792287, brand name :biomet finned pri stem 40mm catalog # 141314 lot # 746780, brand name :bmet arcom ap pat w/wire 34mm. Catalog # 11-150828 lot # 238830. Multiple MDR reports were filed for this event, please see all the reports associated with this event. MFR: 0001825034 -2018 -10124.

Event description:
It was reported that the patient was revised approximately 16 months post surgery due to pain and loosening. During the surgery, it was noted that tibial modular tray was broken and a corresponding fracture developed in the tibial bearing. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was confirmed by review of medical records and photos. Medical records were provided and reviewed by a healthcare professional. During the revision procedure a fractured tibial tray and bearing were removed. The tibial component was also loose. Visual examination of the provided pictures confirms the bearing and tibial tray fractured. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned for evaluation.

Event description:
No further event information available at the time of this report.